Event description:
During arthroscopy medial menisectomy of right knee, tip of 1.0 mm basket punch broke off (mital fragment). Attempts to retrieve from synovinum unsuccessful. Aborted attempt after second ortho consult.